Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridge during the load process. Customer's blood glucose level was not impacted. Reportedly, the customer was on a saline trial. Customer was able to load a new cartridge successfully.

Manufacturer narrative:
No product returned for eval. Should new info become available, a f/u supplemental report will be submitted.